Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the reciever log. It was reviewed and receiver shutdown due to "battery low" followed by receiver perpetually rebooting was observed in the data log. A receiver functional test was attempted but could not be completed due to the perpetual rebooting. The reported event of initializing screen without manual restart was not confirmed because the receiver shutdown due to a "battery low" warning and then perpetually rebooted. A root cause could not be determined. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined.